Event description:
It was reported that during a colorectal procedure, the surgeon found that the staples were malformed after the firing. The tissue could not be closed. The staff changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The batch number provided was invalid, so therefore we were unable to review the manufacturing records.